Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that the controlling systems were not working properly. The patient stated that the handset showed messages that make no sense at all. The patient clarified that the controller would say ¿it can't find the pump¿ and then it will show that it was communicating with the pump but then it said it had to end the application altogether. The device did several other bizarre things but none of them make sense.  Last night, it took him 15 - 20 minutes to get a bolus started. The agent asked the patient if the controller was stalling at any point in the request and the patient stated that it did stall at 90% or 80%. The device sits there and did nothing and eventually it went off to the home page. The agent walked the patient through clearing all application data from the handset. The patient tried to connect to the pump with the communicator. However, they saw ¿no device found.¿ the agent had the patient toggle off / on airplane mode and toggle location off and back on. The patient was able to connect and request a bolus. The patient stated that the connection was much faster than it ever has been. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that for more than a year they have been having issues with the handset. The patient stated that the handset was slowing down and they were having trouble connecting to the pump and the handset will stall at 90 percent. The agent reviewed the data and assisted the patient in deleting the data. As the reports continue to be made by the handset those reports build up again. The patient will notice the handset slowing again and can either call for assistance in deleting the data or can delete the data on their own. The patient will call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.